Manufacturer narrative:
It was reported that, when removing the delivery system after the stent placement, the delivery system could not be removed because the inner sheath was caught by the stent not fully expanded. The physician moved the sheath back and forth and could remove the delivery, however, the stent did not expand even though the physician waited for some time, resulted in remove and expansion failure. As a result of analysis of returned device, delivery system was not returned and stent was only returned. The returned stent was fully expanded and some cover holes were observed. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, based on the description, which was written that "the stent did not expand even though the physician waited for some time", and the returned stent in state of fully expand, it is assumed that the stent was expanded slowly due to the patient lesion's pressure and as a result, the doctor has judged stent expansion fail. Also, it is considered that it is hard to removal the delivery system due to stuck insufficiently expanded stent and/or patient's lesions pressure etc. It is stated on user manual as follows. Procedure, after stent deployment, carefully remove the introducer system, guidewire and endoscope from the patient. If excessive resistance is felt during removal, wait 3~5 minutes to allow further stent expansion. Balloon dilatation inside the stent can be performed on demand. Perform routine post implant procedures, a stent may require up to 1 to 3 days to expand fully. In addition, based on the description, which was written that "the physician used over-tube and forceps to remove the stent", it is assumed that the silicon cover was somewhat damaged by over-tube and forceps, etc during removal process, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure.

Event description:
A stent was already placed in the lower esophagus in lower esophagus. This procedure is to additionally place another stent due to the over-growth on the oral side. When removing the delivery system after the stent placement, the delivery system could not be removed because the inner sheath was caught by the stent not fully expanded. The physician moved the sheath back and forth and could remove the delivery, however, the stent did not expand even though the physician waited for some time, resulted in remove and expansion failure. So, the physician used over-tube and forceps to remove the stent and another stent (ec1808bh) was used to finish the procedure. Only the stent will be returned because the delivery system was discarded. Also, the physician commented that I encountered very strong resistance when flushing saline. There were no patient complications as a result of this event.